Event description:
This is the second report of two involving a hermetic plus evd without reflux valve with the same problem from the same facility. Cross reference with MFR report number 3004608878-2012-00166 ((B)(4)). Pt 2: the incident occurred twice on the same pt on two separate complete set ups (their systems are changed out approximately every 5 days). In this case, the pt went on to get a shunt. The air was found between the transducer and the pt and the pt always had a positive pressure. The nurse feels that the air is coming in through the filter on the burette. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.